Event description:
An asp clinical education consultant (cec) reported that a customer was having problems attaching the rusch laryngoscope blade to the rusch laryngoscope handle after processing in the sterrad nx advanced cycle. The items were packaged in a tyvek pouch during processing. The customer is no longer processing the rusch laryngoscopes in the sterrad nx, he is processing the devices in the sterrad 100s. No adverse reaction or injury was reported due to this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system could not be performed as the system serial number was not confirmed. The service and complaint history for the sterrad nx could not be performed without a system serial number. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. (B)(4). There was no product returned for investigation. The root cause is unknown. The device manufacturer stated that the devices are recommended for sterrad processing, but not a specific sterrad model.

Manufacturer narrative:
Concomitant medical products: rusch laryngoscope blade: catalog # 005600200, rusch laryngoscope - part and serial # unknown. (B)(4): damaged device. The sterrad 100s user's guide warns: know what you can process: before processing any item in the sterrad 100s sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The sterrad 100nx sterility guide does not list the rusch laryngoscope as a compatible device with the sterrad nx. The customer was advised to contact the device manufacturer.